Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low, out-of-range (oor) shock lead impedance measurement of zero, detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed electromagnetic interference (emi) as a possible source of the issue. Ts suggested to conduct a test and note exposure of patient to external factors which could cause emi. In addition, ts mentioned about commanded shock as the best way to assess shock issues. This rv lead remains in service. No adverse patient effects were reported.